Event description:
The account stated that the head of the bed keeps going up by itself.

Manufacturer narrative:
The tech found the right head up switch contacts were shorted, causing the self run head up movement. He replaced the head up switch to repair the bed.